Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported low blood glucose could not be confirmed as a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl and the customer passed out. Reportedly, the customer was treated with glucagon by an emergency medical technician. The cause of the bg level was unknown. Recommendation was made by tandem's technical support to contact a healthcare provider regarding the bg level.